Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod.. The patient reported being unsure if the cannula was properly seated in the infusion site. In addition the patient reports the pod adhesive failed to adhere.